Manufacturer narrative:
The broken device was discarded by the user and was therefore not available for evaluation. Manufacturing records have been reviewed and do not show any abnormality. To date, the information that have been collected and the outcome of the investigations of this case have not permitted to identify the root cause of this breakage. Since this endodontic instrument breakage results in left debris in the root canal, it has the potential to necessitate medical or surgical intervention. This malfunction is therefore reportable per 21 cfr part 803.

Event description:
While performing a root canal treatment, the endodontic file (esrcm 40 .04 25mm) broke in the patient's mouth. The broken piece was left in the canal and no injury was reported.